Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 conclusion code: 4315. H3 device evaluated by manufacturer: no - device was not returned. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.

Manufacturer narrative:
Reference: (B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to orthogeriatrics for investigation as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during a proximal femur shortening osteotomy procedure, a screw fractured while being inserted. The shaft of the screw remains in patient's bone. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.